Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission noted non-sustained right ventricular oversensing due to post paced t-wave oversensing on the implantable cardioverter defibrillator. The oversensing was stored on electrocardiograms. Programming changes were discussed. No additional information was reported.